Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a severely calcified lesion. The device was inspected with no issues noted. Negative pre was performed without issue. The device did not pass through a previously deployed stent. It was reported that the stent encountered calcium and could not advance in the lesion, when the stent was pulled back stent deformation was noted and the stent dislodged from the balloon catheter in vitro. The patient is alive with no injury.